Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the pump was powered on and displayed the verify screen. The complaint of a dim, discolored display was not duplicated during testing. The display was clear and legible. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Also unrelated to the complaint, the audio bolus button was observed to be torn. During testing, the audio bolus button responded appropriately.